Manufacturer narrative:
The measurements of 357.7 pg/ml, 365.2 pg/ml, and 362.8 pg/ml were performed on (B)(6) 2021 and were believed to be correct. The provided calibration data was within expectations. Quality controls were within expectations on (B)(6) 2021. Gel contamination was not observed in the complained sample, but was seen in other tubes. Upon review of the alarm trace, no relevant alarms were observed during the time of sample measurement. The investigation determined the issue is consistent with an incorrect pre-analytic sample handling as gel contamination was found in some tubes. The investigation could not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The initial value was reported outside of the laboratory. The patient sample initially resulted in an estradiol value of >3000 pg/ml accompanied by a data flag. The customer manually diluted the sample 1:10 and repeated it, resulting in a raw value of 387.0 pg/ml. When accounting for the dilution factor, the final value was 3870 pg/ml. The initial value was questioned, so the sample was repeated three times, resulting in values of 357.7 pg/ml, 365.2 pg/ml, and 362.8 pg/ml. The estradiol reagent lot number was 503901, with an expiration date of 31-oct-2021.